Event description:
It was reported that pump experienced malfunction with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance using provided instructions, did not experience recurrence of the malfunction, and was advised to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.